Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 58% of the expected longevity.

Event description:
It was reported that the device experienced an unexpected early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.